Event description:
Abiomed received information through submitted literature "proceedings of the japanese society of intensive care medicine (2024; vol.31. Nosuppl.1,s1051-)" that a patient experienced multiple adverse events during impella support. It was initially noted that a thrombus was discovered via computed tomography scan in the descending aorta around the impella shaft. Anticoagulation therapy was strengthened to treat the condition. The patient was then found to have suffered a cerebral hemorrhage. When the original thrombus was found to have shrunk, the decision was made to remove the pump. On a later date, a bare stent was placed in the proximal superior mesenteric artery and the procedure was completed, but the patient's multiple organ failure progressed and the patient passed away. There is not enough evidence to disassociate the patient's passing and impella support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown. Literature was not available to attach to this report.

Manufacturer narrative:
As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h.10 added instructions for use as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-27420.